Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility the device was not running in the correct mode; when the forward trigger was pulled in ream mode, the device spun in reverse, then forward. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event of the device running in the wrong mode was not confirmed. No failure was observed during evaluation. Preventative maintenance was performed, and the device was returned to the customer.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility, the device was not running in the correct mode; when the forward trigger was pulled in ream mode, the device spun in reverse, then forward. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.